Event description:
Customer called stating that her meter was not fully displaying all the numbers. She stated that she got a reading of 34 mg/dl and a couple of seconds later the meter read 134 mg/dl. She felt that her meter was fading. Customer did not report a serious injury.